Event description:
It was reported that device entrapment occurred. The patient presented with peripheral arterial disease (pad) and underwent endovascular therapy (evt). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced over wire for dilatation. However, during the procedure, the balloon and wire were stuck. An attempt was made to pull them apart outside the body; however, due to resistance, the use of the balloon and wire was discontinued. The procedure was completed with a different device. There were no patient injuries reported.